Event description:
Evaluation revealed a misaligned display screen and dislodged force sensor pins.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a misaligned display screen and dislodged force sensor pins. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.